Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The device was explanted, but would not be returned for evaluation. It was not provided by the customer if the outcome was device or therapy related.

Event description:
The patient was on a bridge to transplant. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account communicated that the transplant was not due to a device related issue; the patient was on a bridge to transplant. The account communicated that the device operated as intended and will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.